Manufacturer narrative:
On (B)(6)2019 , biosense webster inc.¿s (bwi) product analysis lab (pal) received a thermocool® smart touch¿ electrophysiology catheter which was identified to have a foreign material on the electrodes of the catheter. Upon receiving the thermocool® smart touch¿ electrophysiology catheter, initial visual inspection identified ¿white plastic material underneath proximal side of ring #1. Transition cracked open approximately 1.7 cm from distal end of the tip dome. Bumps approximately 2.2 from the distal end of the tip dome.¿ the identified bumps have been determined to be not reportable, however, the finding of foreign material has been assessed as MDR reportable. On(B)(6)2019 , an fourier transform infrared spectroscopy (ftir) analysis was performed. The overall infrared results revealed that white particle is primarily composed of a polyethylene- based material with barium sulfate-based material. This composite material is widely used as radio pacifier along medical device industries. The findings have been reviewed and determined the foreign material issue continues to be MDR reportable. Device evaluation details: on(B)(6)2019 , the device evaluation was completed. The device was returned and white plastic was observed underneath the ring #1, the ring was observed lifted, in addition, the tip transition was found cracked and bumps were observed. A deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x-ray machine and the t-bar was found slid down causing the improper deflection condition. The catheter outer diameter was measured and it was found out of specifications due to the damage observed. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed that white particle is primarily composed of a polyethylene- based material with barium sulfate-based material. This composite material is widely used as radio pacifier along medical device industries. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The root cause of the damage and the material observed underneath the ring cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. The root cause of the t-bar slippage cannot be determined; however, an internal corrective action has been opened to investigate the issue of the t-bar sliding down. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 17769798m number, and no internal action was found during the review. Manufacturer's ref. # (B)(4).

Event description:
On 4/02/2019, biosense webster inc.¿s (bwi) product analysis lab (pal) received a thermocool® smart touch¿ electrophysiology catheter which was identified to have a foreign material on the electrodes of the catheter. Upon receiving the thermocool® smart touch¿ electrophysiology catheter, initial visual inspection identified ¿white plastic material underneath proximal side of ring #1. Transition cracked open approximately 1.7 cm from distal end of the tip dome. Bumps approximately 2.2 from the distal end of the tip dome.¿ the identified bumps have been determined to be not reportable, however, the finding of foreign material has been assessed as MDR reportable. The thermocool® smart touch¿ electrophysiology catheter was returned and labeled with a complaint number for which product details, such as the product catalog number and the lot number do not match. Multiple attempts have been made to obtain clarification for the wrong product received, however, no further information has been made available. A new complaint was created to investigate and report the malfunction found although no specific event details are available.